Event description:
During left l4-5 microdiskectomy, an intraoperative complication, skin burn at the incision occurred that required debridement and repair. At the end of the procedure, the wound was dry and the surgeon began removal of the retractors and hemostasis of the muscle edges using monopolar coagulation. At this point, the surgeon noted that the bipolar had caused some burn damage to the skin on the inferior aspect. The burned tissue that was thought to be necrotic was incised. The wound was then closed with two #0 vicryl sutures followed by three #0 vicryl sutures followed by staples. The wound was closed in layers and was dressed.